Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. During evaluation, the following defects were identified: due to a scratch on switch button 2; water tightness is lost. Adhesive on bending section rubber chipped, cracked and a white clouded area. Due to clogging of nozzle; water removal ability does not meet specification. Damage or deformation, due to physical stress; adhesive around objective lens was peeled. Scratches on various parts of the device. The customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilize before returning to olympus. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that air/water was leaking from the switch button on the colonovideoscope. There were no reports of patient harm associated with this issue. During evaluation of the returned device, the evaluation found that foreign material was clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus.